Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a hematoma removal surgery because paralysis occurred due to hematoma after initial posterior fusion surgery in which a crosslink was implanted. During the hematoma removal the crosslink was removed for disengaging the one side rod. The removal screw driver's tip broke while re-inserting the crosslink. No fragments were left inside the patient's body and no patient complication were reported.

Manufacturer narrative:
Additional information: product analysis: visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload.